Event description:
Reporter alleged the lanceet needle that is a part of the softclix device system sticks out of the end of the dail cap and does not retract after use. No actions were taken or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.